Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported on (B)(6) 2018, that the consumer presented with red eyes on (B)(6) 2018 and was diagnosed by an eye care professional (ecp) with corneal ulcer on the left eye (os). A follow up visit was made on (B)(6) 2018 and it was reported that the consumer is ¿90% better¿. The consumer is on an unspecified steroid drops twice a day. No further follow up has been scheduled. The consumer is currently wearing glasses and was advised to refrain from using contact lenses until the corneal ulcer heals. Additional information was received on 08jun2018 via medical records stating that the consumer also experienced foreign body sensation, eye watering, feeling of dryness and corneal ulcer with edema on os. Moxifloxacin was also prescribed however treatment modality and dose was not disclosed. Additional information has been requested but not yet received.

Event description:
Additional information was received on (B)(6) 2018, stating that the consumer's symptoms have resolved and that the consumer has resumed contact lens wear.

Manufacturer narrative:
The manufacturer internal reference number is: 2018-43099.